Event description:
It was reported that the device (ring) was explanted and 6900p (valve) was implanted as a replacement. Device was implanted for a duration of 20 months and explanted for unknown reasons. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Device not returned. Discarded at hospital.